Manufacturer narrative:
(B)(4): evaluation results (root cause undetermined - limited information/device not received for evaluation).

Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the iliac artery. During deployment the stent caught on something and was stretched. An attempt was made to reform the stent but this was unsuccessful. Another stent was then placed inside the assurant cobalt stent. The patient is stable post procedure and no clinical sequelae were reported.